Event description:
Information received indicates the head end brake is not holding properly due to a bent caster base frame.

Manufacturer narrative:
The technician replaced the caster base frame to repair the bed.